Event description:
Pt who had a pectus carinatum required a correction surgery. Plates were removed and the pt was re-stabilized with a different implant. Removed plates were not broken.

Manufacturer narrative:
Sales representative interviewed. No conclusion can be drawn. Repeated attempts to interview the surgeon about the incident were unsuccessful. No specific information about the cause of the incident could be attained.